Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet system, with sensor and fingerstick readings ranging from the 50s to 70s mg/dl and subsequent recovery after oral carbohydrate intake; the user expressed concern about sensor accuracy and was educated on proper low-glucose treatment and advised to consult their clinician for potential target adjustments. Symptoms included hypoglycemia. Outcomes included resolution of low glucose following treatment and ongoing fluctuations attributed to potential overtreatment of lows. Investigation included troubleshooting and user education on the 15-15 protocol and discussion of manual entry and calibration checks. Investigation of this case revealed no device malfunction was confirmed, and recurrent hypoglycemia was reported with unclear cause while device performance concerns were unsubstantiated at the time of the calls. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.